Event description:
It was reported that the pt was "hypersensitive" to the stimulation and wanted it adjusted. It also was reported that "awhile back" the pt hit hard his lower back area resulting in sharp tingles up the back, and now occasionally the pt's right leg would shake. The pt had not been seen since the impact to his back. Additional info has been requested. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).